Manufacturer narrative:
Investigation has been initiated but not yet completed. A follow up report will be submitted upon completion.

Event description:
Graft passing wire broke into 3 pieces. Pt was having surgery to repair an acl tear of the left knee. A new wire was opened and the procedure was completed. This device is used for treatment.